Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jul-2023. 95 sealed 31g x 8mm pen needle samples were returned from lot. No. 2284608, cat. No. 320524. A clog test was carried out on 30 of the returned samples and no issues were observed. No issues were observed with the returned samples therefore no root cause can be identified. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd ultra-fine¿ pen needles were clogged. The following information was provided by the initial reporter: verbatim: pharmacy informed us, that a patient complained about clogged pen-needles. The needles wouldnt let the insulin through.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needles were clogged. The following information was provided by the initial reporter: verbatim: pharmacy informed us, that a patient complained about clogged pen-needles. The needles would not let the insulin through.